Event description:
A report was received that the patient was experiencing charging difficulties due to the ipg turning in the pocket. The patient underwent a revision procedure where the ipg turned to the correct orientation and fixed in place.